Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the antrum of the stomach while beginning to create the sleeve during laparoscopic sleeve gastrectomy, the second reload stopped firing due to excessive force. The surgeon abandoned the firing and pulled the buttress material off the reload, and the surgeon did not cut it off. This left excess, loosed buttress material attached to the tissue which then folded over on to itself resulting in four layers of buttress material. The surgeon requested a purple non-reinforced reload to fire over the buttress material; it also got stuck. The surgeon then requested the universal handle with a black non-reinforced reload to proceed with firings. This finally made it way through with five cracks in the manual handle and using a black unreinforced reload. No patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigphandle sig power sigphandle handle lot/serial #:(B)(6) ; sigtrsb60amt sigtrsb60amt 60mm med thk r einforced rel lot/serial #:unk; unknown egia su unknown endo gia sulu lot/serial #:unk; sigpshell sig power sigpshell control shell lot/serial #:unk; unknown endo gi unknown endo gia instrument lot/serial #:unk additional information: d10, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.